Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer stated that they experienced low blood glucose in the past of 38 mg/dl. The customer did not mention any treatment for the low blood glucose. Customer stated that the sensor got stuck in the serter. The customer stated that they had a replacement insulin pump and need help programing it. The customer was assisted with programing the settings on their insulin pump and was sent replacement sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.